Event description:
It was reported that the device doesn't recognizes the cassette lock. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was able to be verify and duplicate the reported issue. It was determined that the defective latch sensor was the root cause. The latch sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.